Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an acute increase in pacing threshold measurements indicated that this right atrial (ra) lead had likely dislodged. A lead revision was performed. No adverse patient effects were reported. This lead remains in service.